Event description:
It was reported that the plug was not in the kit.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.